Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the severely calcified and scarred right common femoral artery using a prostyle after a diagnostic right and left heart catheterization procedure using a 6f sheath. Reportedly, after opening the footplate and pulling back the feet to the vessel wall, the device did not feel right. It felt like it had grabbed the vessel. The device was advanced back into the vessel with the footplate opened and closed. It was decided to not use the device. The plunger was not deployed; the device was removed. Outside the patient, the device was inspected and found a portion of a foot was missing. There was no obstruction of flow to the patient. The patient was not sent to surgery. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported foot separation was confirmed. The reported irregular texture ¿the device did not feel right, felt like it had grabbed the vessel¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported ¿felt like it grabbed the vessel¿ and foot separation appears to be related to interaction with the patient calcification while pulling the device against the anterior wall of the vessel. The subsequent treatment and foreign body (separated foot) left in patient appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.